Manufacturer narrative:
The med history was rec'd and evaluated. No infection was noted by the dr. Swelling was not caused by infection. The implant is not believed to be the cause of failure.

Event description:
Implant site began to swell. Dr removed implant 5/20/97. One person affected.